Manufacturer narrative:
The system was examined and the reported event was confirmed. The joy stick was replaced and returned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on april 30, 2000. Based on qa assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer returned a questionnaire. The questionnaire was reviewed. The following information is a review of that information: ¿the laser was set at 1 pulse (post-yag) and was offset at +2.50 microns with an energy equivalent of 3.0 millijoules. The aiming beam was at maximum levels and the illumination intensity was listed as medium levels. Information determining the success or completion of the yag laser was not provided at this time. With the settings provided, these fall within normal operating parameters. With the information obtained, the root cause of the reported event cannot be conclusively identified at this time. According to the systems operators manual: the yag ophthalmic laser system is a surgical laser instrument designed for performing posterior capsulotomies, posterior membranectomies, iridotomies, or other procedures that seek to rupture a structure within the eye. The root cause of the reported event can be attributed to a nonconforming joystick. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The system was examined and the reported event was replicated. The joystick was found frozen in place. As a result the joystick was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2000. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming joystick. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the laser shot independently during surgery. The emergency stop switch was pressed. The laser stopped. Patient impact is unknown. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the surgeon. During a yag laser capsulotomy (for treatment of posterior capsule opacification) firstly delayed or no triggering of impulse after pressing the release button, then without directly triggering several pulses in a row. The emergency stop button was pressed. The treatment was discontinued and completed successfully one week later. There was no direct harm to the patient.